Event description:
The event is reported as: the customer alleges that the syringe of "loss of strength" dislodge from the epidural catheter during use. A new epidural catheter was used and the new catheter was placed in the pt.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.